Event description:
Staff allege that the mattress has blood that soaked through inside the mattress. No injury reported.

Manufacturer narrative:
Bed located in ICU. Allegation that the mattress has blood that soaked through inside the mattress. Informed staff that some parts of the mattress can be clean, other parts may not. Mattress has been taken out of service and will be cleaned at a later date. Repair has not been confirmed.